Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 290 mg/dl. Customer treated with insulin pump. The insulin pump alarmed motor error. The blood glucose reading at the time of the event was 40 mg/dl. Customer was pulled over by police, possible intoxication. Customer woke up in hospital. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.